Manufacturer narrative:
Date sent: 6/12/2009. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported post an adjustment gastric band, patient had a band slippage. The patient had a post-operative food intolerance, a band slippage was revealed. The band was replaced with no patient complications, and the device was discarded.